Event description:
It was reported that approximately 33 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room. The hospital performed a computed tomography scan which indicated the patient had an endoleak and had ruptured. It was reported that the patient was unable to get to follow-up because the patient was either in the hospital and/or too sick to make it to the follow-up appointments. The patient and physicians decided not to intervene as the patient was too ill. The patient died as a result of their rupture.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the ruptured state of the aneurysm prior to implant. Cautionary product use conditions that might have contributed to this complaint included concentric calcifications at the aortic neck. The presence of chronic renal disease might have contributed to this complaint due to the intolerance for contrasted CT surveillance. The patient's frail state of health obstructed their ability to participate in the recommended medical follow up. Thirty-two months post implant there was evidence to support: a rupture, a type iii b endoleak; a stent migration of the cuff. There might have been evidence of a stent fracture of the main body stent on the right lateral aspect, just above the bifurcation. The patient was placed on comfort care and the discharged date was denoted as (B)(6) 2014, after the patient suffered another infrarenal sac rupture, however the death could not be definitively established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause appears most likely to be the result of off-label use of the device. Contrary to the IFU, the device was used to treat a previously ruptured aneurysm that included concentric calcifications at the aortic neck. It was also reported that the patient was too sick to obtain the required follow-up evaluations. The clinical review suggests that there was evidence to support: a rupture, a type iii b endoleak; a migration of the stent cuff; and there might have been evidence of a stent fracture of the main body stent on the right lateral aspect, just above the bifurcation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.